Event description:
It was reported that upon interrogation, it was noted the the right ventricle pacing impedance increased. Due to the impdedance changed, doctor elected to add a new lead. The old lead was capped and left in the pocket. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.